Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that their insulin pump had a over delivering. The customer¿s blood glucose level was 55 mg/dl at the time of the incident, and was at 72 mg/dl at the time of the call. The customer was given a glucagon shot by their spouse to treat the low. Troubleshooting was not completed but the pump passed a self test. The customer was going to see their doctor to figure out the issue. The insulin pump will not be returned for analysis.